Event description:
Pt had an urgent off-pump CABG procedure. A st jude symmetry device ("green" sizer) was used on the proximal aorta, 90 degrees anteriorly placed, 1.5 cm distal to native rca and then anastomosed to the distal rca. The pt tolerated the procedure well, but developed thrombocytopenia and over the next 8 hrs, despite platelet transfusion, developed a large left hemothorax. Due to slow accumulation of blood, there was no hemodynamic instability. The pt was returned to surgery to evacuate the hemothorax at about 2230. At that time, no specific bleeding site was noted, the blood evacuated and re-transfused and all grafts inspected and noted to be patent and pulsatile and hemostatic. Pt was returned to ICU stable. At about midnight, the pt's b/p rose to about 180mm hg systolic for 10-20 mins as they awoke from anesthesia and treated with IV ntg and precedex. B/p was lowered and maintained at 120 mm hg systolic. At about 0815 pt was awake, alert, normal EKG, normal gxr and hemodynamics, b/p 120 systolic and taken from CPAP to extubation. Approximately 15 mins later, sudden, apnea, bradycardia, with pbc's to vfib (lead ii on EKG) noted. CPR and intubation immediately and continously with no success. Pt was taken emergently to the or with CPR continuing. Pt placed on fem-fem bypass then chest re-opened. About 2l blood found in right pleural space. Clot was noted over rca aortotomy, clot was removed and free bleeding was noted from symmetry aortotomy and repaired. Proximal rca vein graft with intact symmetry device engaged in proximal vein found to have blown completely out of aortotomy. A 5-6 mm portion of proximal vein cut distal to symmetry device and entire vein-symmetry assembly sent to pathology. Proximal vein to rca re-anastomosed-no tension-to new aortotomy done with partial aortic clamp. Flows checked in all grafts and higher pulsatility index (pi) than at first operation noted in proximal rima graft-opened and fresh small thrombus partially occluding-likely due to hypotension, low-flow with arrest. A 2mm probe went easily into diagonal vein graft proximally to rima takeoff but to be sure, proximal rima to diagonal vein revised. Excellent flows now noted to all grafts with low pi's. Pt was able to be weaned off cpb with iabp 1:2 and renal dose dopamine. Cardiac index 3-3-5. Stable returned to ICU where all organ systems returned to adequate function except brain. Pronounced brain dead 2 days later, family decision for organ donation pending.